Event description:
Pt implanted with nail, helical blade and locking screw for a right hip fracture on (B)(6) 2011. Status post, the helical blade migrated into the acetabulum. The femoral head appeared to have collapsed and impacted. The helical blade, nail and locking screw were removed on (B)(6) 2012. Pt revised to total hip replacement. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Review of the device history records revealed no complaint related issues.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes hwc.

Event description:
This is report 1 of 3 for (B)(4).